Manufacturer narrative:
No case specific details were able to be provided at this time. No lot numbers have been provided; therefore we are unable to review the manufacturing records. With the limited information provided, at this time no definitive conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Four additional MDR's have been submitted to document additional post operative complications identified in the article. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Review of journal article, "a two-centre blinded randomized control study comparing the lichtenstein patch, perfix plug and proloop plug in the repair of primary inguinal hernia", published in hernia 2009 includes information on reported post op complications during the study. Cases were performed between march 2003 and january 2006 at two locations, USA and UK. Patients were followed up at 2 weeks, 6 months and 12 months. A total of 295 patients were treated with 101 having perfix plug implanted. The purpose of the study was to assess the new proloop to other plugs on the market. The study found 8 patients had wound healing problems of which 3 were treated with perfix plug. This MDR represents the 3 patients that experienced wound healing problems. There are no specifics that allow for the understanding of how these complications may have been caused or contributed to by the use of the device to treat the patient. Additional information was requested from the author, but is not attainable at this time.